Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. Phrenic nerve stimulation and thorax pacing was reported. The lead was repositioned. Patient was in good condition after the procedure.